Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device's paddles were broken. There was no reported patient involvement. The customer advised that one of the two external paddle handles was broken. The customer was provided with a replacement paddle kit via nemo (no engineer, material only) to resolve the issue. The device remains at the customer's site. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the plate handle is broken. There was no patient involvement.